Event description:
End user, the bar that below the seat came unscrewed the screws broke off and the front left wheel does not stay on the grounds keeps spinning. End user will call a couple of dealer for a warranty exhange.